Event description:
It was reported the xenon light source was having issues with processor not taking images nor displaying images during set up. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.